Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) patient reported that while operating the controller it would vibrate and dim on them but they were still able to operate the controller. Patient also reported that they had a uti and had experienced bleeding. No further complications were noted or anticipated